Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level as well as low blood glucose level. The customer's blood glucose levels were 600 mg/dl and 19 mg/dl. The customer treated high blood glucose level with insulin pump and low blood glucose level with juices and sandwiches. The customer declined troubleshooting for the event. The insulin pump will not be returned for analysis.